Event description:
It was reported the patient experienced uncomfortable intense stimulation. Reportedly the patient turned off the stimulation. The sjm representative met with the patient and was able to successfully increase stimulation to a comfortable level. The representative interrogated the system and it was found to have multiple invalid electrodes. Reportedly the patient is getting appropriate stimulation coverage. Follow up determined the patient reportedly has difficulty walking since the implant surgery. The patient cannot report accurately if she had this issue before the surgery. The patient reported scheduling appointments with two physicians to discuss the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.